Manufacturer narrative:
Bovine blood was circulated through the returned unit at maximum flow rate for 6 hours and the pressure drop was measured and compared with a retention sample from the same lot; all results were normal. The device was then rinsed with saline and checked for clots; no clots were observed. The pump record indicated that the activated clotting time was low at the beginning of the bypass. It is possible that a clot originated in some portion of the circuit and circulated to the arterial filter. The clot could have lodged on the filter surface somewhat occluded the filter thus causing an increase in pressure in the arterial line.

Event description:
High arterial line pressure during bypass.